Manufacturer narrative:
D2b: pro code (product code): dqy, lit.

Event description:
It was reported that balloon damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, upon unpacking the device, it was observed that the tip of the balloon was torn. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that balloon damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, upon unpacking the device, it was observed that the tip of the balloon was torn. The procedure was then completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): dqy, lit. The device was returned for analysis and underwent visual and microscopic examination of the outer shaft, inner shaft, balloon, and tip. Visual inspection revealed a tear in the balloon located approximately 11 mm from the distal tip. Microscopic evaluation did not identify any additional damage or anomalies beyond the observed balloon tear. Examination of the remaining components showed no other signs of damage or irregularities. Product analysis confirmed the presence of a tear in a portion of the balloon.